Manufacturer narrative:
Unit received with missing segments due to cracked lcd glass. Unit had battery cap stripped battery cap coin slot(p), minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump is cracked and damaged. The customer's blood glucose reading was 230 mg/dl at the time of incident. Troubleshooting found that the pump is cracked at the battery cap and is unable to be opened. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.